Event description:
It was reported that during preparation of an infusion set, the set detached from the guide needle when the needle guard was removed, after which the ilet user was guided to prepare a new set, successfully insert it, connect to the pump, and fill the cannula. There were no reported adverse clinical effects. Outcomes included restoration of infusion after successful replacement and continued therapy without alarms. Investigation included remote troubleshooting and user re-education on proper infusion set preparation and insertion. Investigation of this case revealed an infusion set deployment problem consistent with an incorrectly deployed set, with resolution achieved through correct preparation and insertion. It was concluded, based on previously established findings for similar reports, that the cause was user technique.